Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture 05-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all labels have stopped printing from the label printer. So, turned off/on the label printer and the printer still shows a red light on the front of the label printer. A field service engineer reinstalled and configured zebra printer to resolve the issue. The system functioned as intended after troubleshot by the field service engineer.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es all labels have stopped printing from the label printer. As per the customer report, the label printer connected to the lhmedroom medstation (serial no: (B)(6) had stopped printing all labels, including insulin labels, since the previous day. This was affecting patient care. Restarting the printer did not resolve the issue, and a red light remained on the front panel. There were no adverse events or injuries reported based on this incident.